Event description:
It was reported to philips that system is not booting up. The device was outside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the hemo system is not booting up. Fse found that software must be reloaded, however, since the device is end of life, it is not possible to reload the software. A quotation was sent to customer with no further response. To date, no further information was received. The codes were updated based on the investigation outcome.